Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was tightened all the way, but continues to spin and could not be removed. There were no pump defects found during troubleshooting. The battery cap was found to be damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the returned battery cap was observed to have stripped threads. The returned battery cap continued to spin around on the returned pump and a test pump and was difficult to remove from both pumps. The height and width of the returned cap were within required specifications. There was no defect found with the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).